Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery of the heartstart mrx was not charging. There was no negative pt involvement.